Event description:
The study (B)(6) study¿. The patient is from the surgery group (B)(6), he/she underwent to gastric bypass surgery on (B)(6) 2016. The event was classified as severe, it was a bleeding ulcer, it was necessary a surgical intervention, with a long stay in the hospital, however the patient is fine with no sequel.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown; captured as awareness date. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the timeline of event? At time of surgery was there any issue with device function? Does the surgeon believe that the device contributed to the ulcer? When and how was the ulcer diagnosed? What surgical intervention was taken? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.